Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, the customer reported a low blood glucose (bg) level of low mg/dl. Cause of the low bg was unknown. Customer addressed low bg by consuming carbohydrates. The customer reverted to an alternate method in insulin therapy.